Event description:
On an unknown date, a patient had revision surgery to remove an unknown matrix rib plate and an unknown quantity of locking screws. Patient was previously implanted with matrix rib plate and locking screws on an unknown date. The patient was pulling weeds well before healing time was complete, pulled too hard, and caused one side of the plate to come loose. Needed surgery to remove plate and screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.